Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device interrogation it was discovered there was a "sudden rise" in the left ventricular (lv) lead threshold and it was found to be elevated. The lv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device interrogation it was discovered there was a "sudden rise" in the left ventricular (lv) lead threshold and it was found to be elevated. During lv lead reprogramming several vectors resulted in diaphragmatic stimulation. The lead was reprogrammed to a different vector and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.